Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)) left fallopian tube") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 863589 (not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heartburn, back pain, nausea, vomiting, colitis, upper respiratory infection, pain in hip, abdominal cramps and menses irregular. Pap smear negative and no complications. Previously administered products included for an unreported indication: acetaminophen. Concurrent conditions included obesity, anxiety and morbid obesity. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. In august 2011, the patient experienced pelvic pain ("pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety (" mental anguish"). On (B)(6) 2017, 6 years after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 16-nov-2011: essure device was successfully occluded right side- 3 coils, left- 2 coils. Final diagnosis, final diagnosis left fallopian tube/essure, salpingectomy: segment of benign fallopian tube with essure within the lumen. Right fallopian tube/essure, salpingectomy: segment of benign fallopian tube with small walthard's cyst and separate essure within tissue container. Gross description: specimen ,left fallopian tube/essure- it consists of a pink-purple fimbriated fallopian tube measuring 6.5 cm in length and 0.4 cm in greatest diameter with a metallic coiled device protruding from the lumen measuring 3.3cm in length and 0.1cm in greatest diameter. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality- safety evaluation of ptc(product technical complaint) incident no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) left fallopian tube') and genital haemorrhage ('abnormal bleeding') in a 38-year-old female patient who had essure (batch no. 863589 (not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartburn, back pain, nausea, vomiting, colitis, upper respiratory infection, pain in hip, abdominal cramps and menses irregular. Pap smear negative and no complications. Previously administered products included for an unreported indication: acetaminophen. Concurrent conditions included obesity, anxiety and morbid obesity. Concomitant products included anti allergic agents, codeine phosphate;paracetamol (tylenol with codeine no.3), medroxyprogesterone acetate (depo provera), nsaid's, omeprazole, paracetamol (acetaminophen) and sertraline hydrochloride (zoloft). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety (" mental anguish"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 6 years after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vulvovaginal pain ("shooting pains down in the vagina area"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, anxiety and vulvovaginal pain outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Diagnostic results: right side- 3 coils, left- 2 coils final diagnosis, final diagnosis left fallopian tube/essure, salpingectomy: segment of benign fallopian tube with essure within the lumen. Right fallopian tube/essure, salpingectomy: segment of benign fallopian tube with small walthard's cyst and separate essure within tissue container. Gross description: specimen ,left fallopian tube/essure- it consists of a pink-purple fimbriated fallopian tube measuring 6.5 cm in length and 0.4 cm in greatest diameter with a metallic coiled device protruding from the lumen measuring 3.3cm in length and 0.1cm in greatest diameter. Concerning the injuries reported in this case, the following one/ones were reported via social media: vulvo vaginal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: content from social media received. New event shooting pain down in the vaginal area was added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)) left fallopian tube") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 863589) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heartburn, back pain, nausea, vomiting, colitis, upper respiratory infection, pain in hip, abdominal cramps and menses irregular. Pap smear negative and no complications. Previously administered products included for an unreported indication: acetaminophen. Concurrent conditions included obesity, anxiety and morbid obesity. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety (" mental anguish"). On (B)(6) 2017, 6 years after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017 at the time of the report, the fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded right side- 3 coils, left- 2 coils final diagnosis, final diagnosis left fallopian tube/essure, salpingectomy: segment of benign fallopian tube with essure within the lumen. Right fallopian tube/essure, salpingectomy: segment of benign fallopian tube with small walthard's cyst and separate essure within tissue container. Gross description: specimen ,left fallopian tube/essure- it consists of a pink-purple fimbriated fallopian tube measuring 6.5 cm in length and 0.4 cm in greatest diameter with a metallic coiled device protruding from the lumen measuring 3.3cm in length and 0.1cm in greatest diameter. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received. Reporter information added. Event dates updated. New event depression and mental anguish were added. On 19-jul-2018: medical records received. New reporter, patient relevant information and lab data were added incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) left fallopian tube') in a 38-year-old female patient who had essure (batch no. 863589 (not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartburn, back pain, nausea, vomiting, colitis, upper respiratory infection, pain in hip, abdominal cramps and menses irregular. Pap smear negative and no complications. Previously administered products included for an unreported indication: acetaminophen. Concurrent conditions included obesity, anxiety and morbid obesity. Concomitant products included anti allergic agents, codeine phosphate;paracetamol (tylenol with codeine no.3), medroxyprogesterone acetate (depo provera), nsaids, omeprazole, paracetamol (acetaminophen) and sertraline hydrochloride (zoloft). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety (" mental anguish"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 6 years after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding") and vulvovaginal pain ("shooting pains down in the vagina area"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, menorrhagia, dysmenorrhoea, depression, anxiety and vulvovaginal pain outcome was unknown and the genital haemorrhage, pelvic pain and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she had been treated for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Diagnostic results: right side- 3 coils, left- 2 coils final diagnosis, final diagnosis left fallopian tube/essure, salpingectomy: segment of benign fallopian tube with essure within the lumen. Right fallopian tube/essure, salpingectomy: segment of benign fallopian tube with small walthard's cyst and separate essure within tissue container. Gross description: specimen ,left fallopian tube/essure- it consists of a pink-purple fimbriated fallopian tube measuring 6.5 cm in length and 0.4 cm in greatest diameter with a metallic coiled device protruding from the lumen measuring 3.3cm in length and 0.1cm in greatest diameter. Concerning the injuries reported in this case, the following one/ones were reported via social media: vulvo vaginal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome for pain, bleeding changed to recovered. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and genital haemorrhage ("abnormal bleeding") in a (B)(6) female patient who had essure (batch no. 863589) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heartburn, back pain, nausea, vomiting, colitis, upper respiratory infection, pain in hip, abdominal cramps and menses irregular. Previously administered products included for an unreported indication: acetaminophen. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded right side- 3 coils, left- 2 coils most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Case updated to incident. Plaintiff demographics, historical and concomitant medications added. Essure indication updated and stop date and lot number added. New events perforation (fallopian tube(s), abnormal bleeding (vaginal, menorrhagia) and dysmenorrhea (cramping) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.